Event description:
It was reported to boston scientific corporation that during the preparation of the procedure, the nurse found that the wire on the handle of the device was stuck in the scroll. Another device was used to complete the procedure.

Manufacturer narrative:
The suspect device has been returned to boston scientific for technical analysis, however, the investigation is currently ongoing. Therefore, the cause of the event is unknown at this time.